Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi mode prior to the implant procedure. The device was not used. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found the cause of the backup mode was due to temperature sensitivity of the integrated circuit (ic). The reset was reproducible. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.